Event description:
Additional information was received from the patient. They reported that the device had to be shut off for the MRI and after it was turned back on. This issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient experienced a recurrence of urinary symptoms. The caller reported the symptoms returned after the patient had an MRI scan on monday. The caller mentioned the therapy was not as accurate or as controlled as it was before the MRI. The caller was assisted with connecting the handset and communicator to the ins and confirmed MRI mode was deactivated/therapy was on. The caller asked if the amplitude could have been changed when handling the handset for MRI mode activation/deactivation, and what the patient's previous settings were at. The caller was advised they were unable to review prior settings, but that it was possible to increase the stimulation until the patient could feel it comfortably in the bike seat area. The caller confirmed  the managing healthcare provider (hcp) had no limitation about how/when therapy settings could be adjusted. The caller said they were trying to adjust the settings while the patient was actively using the restroom. The caller said they wanted to try again after the patient was done using the restroom. The caller would call back if further assistance was needed.